Manufacturer narrative:
(B)(4). 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient had not charged the ipg for several months; as a result the ipg was depleted. The ipg was explanted and replaced. The patient's stimulation was restored following the procedure.